Event description:
My tandem tslim insulin pump battery has been continuously losing battery extremely fast. I have gone to sleep several times with a battery level over 60% and woken up with my pump dead and no longer delivering insulin. This has caused my blood sugar to skyrocket several times over the last several weeks.